Event description:
It was reported, the rigid rhinoscope's adaptor was stuck on the light source that the scope is attached to. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields d9, h2, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: -external force. Olympus will continue to monitor field performance for this device.